Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the user observed the secondary chemo medication back flowing to the primary bag during the middle of the patient¿s infusion. All the medication from both bags was infused in order for the patient to complete the full treatment dose. No patient harm was reported.